Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Data analysis: review of the imc logs confirms the complaint. The pump is detected when plugged into the console and eeprom reads are initiated to determine the various pump parameters. Within a few seconds, optical sensor calibration begins. Eleven seconds later a ¿calculator placement signal 1048¿ error appears. Approximately 54 seconds later, there are log entries indicating that calibration has timed out and stopped, followed immediately by ¿case start: optical sensor calibration 4 g0=0¿ (calfail.png). The ¿placement signal not reliable¿ (psnr) alarm occurs a few moments later (psnr.png). Pump flow was initiated but discontinued after 6 minutes. It does not appear that there was any attempt to disconnect and re-connect the pump to this console; rather, the decision was made to move this pump to a second console, (B)(4) . The logs for that console were obtained and compared to those of (B)(4) , and no notable differences in sequence of steps for pump calibration were noted. The pump was, however, correctly initialized on the alternate console. The rt logs for (B)(4) show that for the length of time the pump was connected, contrast, lamp and gain were within the specifications listed in pm procedure 0042-7309. The optical sensor and placement signal, however, show invalid values (32760 mmhg and 3000 mmhg, respectively) for the duration of time that the pump was connected. Device analysis: the console was powered on and a pump connected. There were no issues with pump initialization or calibration. Pump flow was started at level 9 and allowed to continue for approximately 3 hours. No psnr or other unexpected alarms occurred during this test. The console was opened and thoroughly inspected for damage, loose cables/connections, etc. And no issues were found. Eight total attempts were made to reproduce the issue by turning on the console, connecting a pump, waiting several minutes for an alarm, and then repeating this process. No errors or alarms ever occurred. Root cause: the root cause of the psnr alarm was intermittent out-of-range placement signal data sent by the optical bench to the 4-in-1 module, resulting in unsuccessful pump sensor calibration. The cause of the optical bench transmitting out-of-range data could not be determined, due to the inability to reproduce the issue.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant indicated that a patient classified as undergoing high-risk surgery was implanted with an impella cp device to provide mechanical circulatory support. The complainant also noted that an alarm for an unstable position sensing signal was triggered during the period of impella support. Subsequently, the aic was substituted with the ic5660, and support for the patient was maintained. No patient harm was reported.

Manufacturer narrative:
The device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.